Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0011993327); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a right bundle branch block occurred as the guidewire was inserted into the left ventricle. As the valve was deployed at a depth of 0 mm on the non-coronary cusp, complete heart block (chb) occurred. Per the physician, the cause of the chb was unknown, but was possibly not due to the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure. No additional adverse patient effects were reported.